Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were issues with the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the alleged issue may impact insulin delivery.